Event description:
It was reported that the pt experienced pain approx two weeks post-operatively. X-ray imaging confirmed a component of the construct was dislodged. A reoperation was performed to remove the component. The procedure was performed successfully. The surgeon reported that the pt was engaged in exercise immediately prior to the onset of the reported pain.

Manufacturer narrative:
The removed component was returned for eval. Visual examination was performed. Results of our eval conclude that the component was not fully inserted into the construct. No conclusion can be drawn from the results of the examination of the returned component.